Event description:
It was reported that the patient¿s stimulation started feeling different and they weren¿t feeling stimulation where they were supposed to. The issues started about 3 weeks prior to the report. There were no falls or trauma reported. The patient met with a manufacturer representative and an impedance test was run at 0.7v. All electrodes on lead 8 through 15 showed greater than 10,000 ohms. The impedance test was re-run at 3.0v and the connections were in the 10,000's and 20,000's. The patient had an x-ray on (B)(6). The x-ray showed a fracture in the lead. The patient was going to have their lead revised in (B)(6). The other lead was fine and the patient was getting coverage with that lead. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. For information on the patient's other implantable neurostimulator please see manufacturer report # 3004209178-2015-01317.

Event description:
Additional information received reported the manufacturer representative had not heard directly from the patient. The manufacturer representative heard from the physician¿s office that the patient was getting good coverage of stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was scheduled for a lead revision to replace the lead on (B)(6) 2015. After the lead was replaced, impedances were checked and everything was within normal limits.